Manufacturer narrative:
Evaluation summary: because of long-term use, the angle wire became long which caused lack of angulation. The scope was repaired by the third party and returned to the hospital. Replaced: the angle wire and angle scale module.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When inspected the intestinal tract,the screen image was black and the angle was abnormal. Considered the inaccurate observation of the disease, it would be sent to repair. This event occurred at the time of during use. There was no report of patient harm.